Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the backend pulleys. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) related to customer reported complaint: the instrument was found to have a loose grip cable at the distal end. The instrument could not place in the system for the intuitive motion testing. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of the loose grip cable at the distal end was attributed to the broken grip cable at the proximal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm large hem-o-lok clip applier instrument wire became loose. Customer completed case with a different clip applier. The procedure was completed with no reported injury.